Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to a combination of challenging patient anatomy (restricted posterior leaflet and mitral annular calcification) and procedural conditions (poor imaging). A cause for the poor imaging could not be conclusively determined. The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a restricted posterior, and mitral annular calcification. It was noted that imaging was difficult. The clip was inserted, but after several grasping attempts, a small tear was observed. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.